Event description:
It was reported that patient underwent bilateral hip arthroplasty on (B)(6), 2010. Subsequently, a right hip revision procedure was performed on (B)(6), 2012 due to pain, elevated cocr, aseptic loosening and corrosion of taper. The acetabular cup, modular head and taper insert were removed and replaced.

Manufacturer narrative:
This follow up is to report blood test results and information on patient¿s operative report for (B)(6), 2012 revision. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number ¿1. Material sensitivity reactions.¿, and number ¿5. Periarticular calcification or ossification, with or without impediment of joint mobility¿. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-00534 / 00536).

Event description:
It was reported that patient underwent bilateral hip arthroplasty on (B)(6), 2010. Subsequently, a right hip revision procedure was performed on (B)(6), 2012 due to pain, elevated cocr, aseptic loosening and corrosion of taper. The acetabular cup, modular head and taper insert were removed and replaced. Additional information from legal counsel received in the form of patient medical records report presence of serosanguineous fluid, metallosis, discolored soft tissue and synovium, evidence of corrosion on the femoral trunnion and heterotopic ossification during (B)(6), 2012 revision. Additional information from legal counsel for patient reports blood test results noted as elevated. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur. "Intraoperative or postoperative bone fracture and/or postoperative pain." "Elevated metal ion levels have been reported with metal-on-metal articulating surfaces." "Loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." "Fretting and crevice corrosion may occur at interfaces between components." This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-00534 / 00536).